Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis revealed a fractured inner conductor coil in the area of the fixation sleeve. In this section multiple signs of abrasion were detected at the lead body as well as at the fixation sleeve. These damages can be considered as the root cause for the observed out of range impedance value as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the region of the fixation sleeve in the implanted state. The deformation of the outer conductor coil resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing impedance measurements along with loss of capture at maximum outputs. Numerous non-sustained ventricular tachycardia episodes were stored as well as untreated ventricular fibrillation episodes. The patient did receive one shock and anti-tachycardia pacing therapy. It was reported the patient had fallen the previous day and all episodes were stored after the fall. Noise and oversensing were reproduced with left arm movement. There was a concern the lead had fractured. No adverse patient effects were reported. The local area field representative was contacted for additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.